Event description:
It was reported that during service and evaluation, it was determined that the titanium anchor on the quickanchor orthocord device was detached from the inserter tip due to the transparent sleeve cover that holds the anchor, was fully retracted. It was noted in the service order that the device was opened by the hospital, and after pulling out of the packaging the distal tip of the anchor had detached / broken off and could not be re-attached. The anchor could not be appropriately used for the operation. It was reported that there were no delays in the procedure as a spare device was available and the procedure was completed successfully. It was reported that no fragments were generated. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. Biological matter can be observed on the device. The titanium anchor is detached from the inserter tip due to the transparent sleeve cover that holds the anchor, was fully retracted. The titanium anchor is not broken. Since the device evidence shows signs of use, the reported condition of upon receipt is not confirmed. The overall complaint was confirmed as the observed condition of the microqa+ w/#4oc p3 would contribute to the complained device issue. Based on the investigation findings, the potential cause can be attributed to involuntary retraction of the transparent plastic sleeve during device opening. As per the instructions for use; retract the slide cover on the handle to the ¿full open¿ position to release the anchor. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non conformance regarding this lot.